Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification intermittently occurred after the user filled the cartridge with 110 units of insulin during the load sequence with multiple cartridges. Customer added insulin to the cartridge and reloaded cartridge to resolve the issue. There was no adverse impact to customer's blood glucose level.